Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm. The customer stated that the drive support cap was normal. Customer reported that they were able to clear and rewind the insulin pump. Displacement test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.